Event description:
It was reported that customer experienced repeated cartridge change problems with pump, which led to decision to replace pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support confirmed shipping details.